Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with the enteral feeding pump. Upon triage on (B)(6) 2018. Service found the unit's screen was faded and illegible.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for a blank screen. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.